Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer did not have backup therapy and would contact their healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.